Event description:
It was reported that the patient presented to the emergency room after feeling a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was reprogrammed successfully. No patient symptoms were reported and the patient will be monitored routinely.